Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro tissue welder started beeping upon plugging in. The end of the hemopro cord was smoking, which melted the end of the pigtail. A replacement unit and cable were used to complete the procedure. There is no pt effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned cardiac surgery on (B)(6) 2010, for investigation. A visual inspection revealed that the jaws were burnt and the silicon was peeling and detached. A supplemental report will be submitted when the investigation is completed. (B)(4).